Manufacturer narrative:
Date of report received 30 may2019. MFR received date 16 apr 2019. Multiple attempts were made to obtain repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator could not be powered off unless it was disconnected from all power. There was no patient involvement. Event date not specified, estimate used.